Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes. An x-ray confirmed electrodes have migrated out of cochlea. Revision surgery for reinsertion has been scheduled.